Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with myopotential inhibition on the ICD via merlin.net transmission. Review of the session records revealed noise. Myopotential oversensing was discussed. Programming changes and dft testing was suggested. Monitoring the patient with routine follow-up was discussed. Later, the patient was presented to the clinic with myopotential oversensing that could be reproduced with deep breathing and coughing. Lfa filter was turned off, but occasional oversensing was still seen. Additional programming changes were made. The issue was resolved.